Manufacturer narrative:
Repairs have not been completed.

Event description:
The account alleged the reverse trendelenburg function is not working. He has replaced the logic board but the issue remains.